Manufacturer narrative:
Other relevant device(s) are: product ID: b35200, serial# : unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the implantable neurostimulator (ins) got infected and had to be replaced.